Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. The patient status was unknown. No further information was reported on this event.